Event description:
It was reported through clinic notes dated (B)(6) 2010, that a vns pt experienced a recent break through in seizures. The pt had two seizures in one day that were partial in nature and transitioned to grand mal seizures. Moreover, the treating physician indicated that the patient's anti-epileptic drug levels were lower than the past. The pt's vns was interrogated at the office visit and settings were unchanged. Interventions taken according to the notes were to increase the patient's medications. Review of the MFR's programming database indicated that the last known diagnostics were from (B)(6) 2009 and were within normal limits (ok/ok/0/no). Add'l info was received from the office of the treating neurologist indicating that the cause of the seizures was unk. No further info was provided.